Manufacturer narrative:
(B)(4). The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include bowel (e.g., necrosis) and death. Additional devices implanted and/or related to this event: tgu404010/15385530, tgu404010/13978712, and tgu343410/15649151. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent a procedure using a conformable gore® tag® thoracic endoprostheses to treat a thoracoabdominal aortic aneurysm. Reportedly approximately a week prior to treatment with the conformable gore® tag® thoracic endoprostheses the patient underwent a debranching of the visceral vessels including the celiac artery and both renal arteries. It was reported that prior to the procedure on (B)(6) 2016, the physician had left a clamped off limb to be used as a conduit for the thoracic procedure. At the beginning of the procedure the physician performed a thrombectomy in order to use the limb. The patient tolerated the procedure. The patient post procedure became hypotensive. The physician performed an exploratory laparotomy and discovered the bowels were dead. The patient expired on (B)(6) 2016, due to intestinal necrosis.